Manufacturer narrative:
(B)(4).

Event description:
Implantable neurostimulator interrogation revealed high, out-of-range bipolar impedances on all pairs involving electrode 6. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.